Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)). Revealed that there was a recharger antenna failure; there was rms voltage at the h field probe and there were scratch marks on the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 2 weeks ago they were charging and screen went blank, and plugged in ac power cord and then started seeing a software problem 1-intellis 2-3.6 3-243 4- qf_port. Pt says the called rep (also about 2 weeks ago) who had them reset controller and that resolved it but they have still problems charging ins, and says it takes a long time to charge ins. Pt says rtm cord gets warm, and cord is not damaged. Pt hears a pronounced rattling inside controller and says it "sounds like little balls in there". Pt also said when charging controller from ac power "the screen doesn't come on fully, its like dimmed, like the backlight isn't fully coming on" the issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from the patient (pt) on (B)(6) 2022. It was reported that patient called and stated that they received the controller but they were still having trouble with recharging the ins. Patient stated it was taking a long time to charge the ins, taking a long time to find the ins to charge, and they would get message cable disconnected but the cable is connected. The manufacturer's patient services specialist (pss) asked if there is visible damage on the recharger (rtm) and patient said no, but the cord and paddle area gets very hot and the little relay box gets hot. No symptoms were reported. A replacement recharger was sent out.